Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station kept going into critical override and disconnected mode. The customer rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station kept going into critical override and disconnected mode. The customer rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept going to critical override and disconnected mode. A technical support specialist (tss) found that station areas were not downloading data as efficiently as expected following the extract, transform, load (etl) esr timeframe. The tss worked with the site dba to adjust the index optimization schedule. The device was monitored and confirmed it no longer experienced the nightly disconnects observed previously, and data bloating was no longer occurring. The tss referenced the knowledge article, medstation es 1.7.4 devices are bloating maintenance service unable to get past purge deletion error. The system functioned as intended technical support specialist troubleshot the device.